Manufacturer narrative:
Insulin pump had all operating currents are within specification. No unexpected low battery off no power alarms noted. Device passed off no power test, self test,excessive no delivery alarm test and displacement test. Unexpected restart alarm noted after battery change due to faulty. No unexpected reset alarm noted. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor and motor was tested outside the device and passed. All buttons functioning properly however corroded keypad traces noted during visual inspection. Unable to complete functional test due to prime anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was performed. The device was returned for analysis.